Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer reported downstream occlusion alarm could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
D4: serial number and h4: manufacture date are unknown, serial number is currently unknown, possibly (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had been to the emergency room four times within the past four months and twice during the current month; however, the exact dates and reasons were unknown. It was further reported that the patient had not been experiencing any errors or issues with the pump on the day of reporting but stated they had identified the cause of the prior downstream occlusion alarms. The patient reported excessive air bubbles in the line and indicated that errors had occurred when the pump had been run beyond the recommended 48-hour cassette change interval. The event had occurred during infusion.